Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noted that the reservoir had holes. The pump was explanted and replaced. A new reservoir was also implanted. The old reservoir was not removed. The cause of the hole in the reservoir was not elucidated in detail at the hospital, but it is believed that the reservoir was damaged by the killian nasal speculum in the process of placing the component. After the procedure, the patient improved and remains stable.